Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep provided a telemetry report that showed high impedance on all pairs that included electrode 4. The report showed that electrode 4 was not used in the patient's programming. The report also indicated that the ins was at drp. No symptoms were reported. Additional information received reported that the device was at the elective replacement indicator (eri). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no actions were taken to resolve the high impedance and elective replacement indicator (eri). The cause of the high impedance and eri were not determined. The high impedance and eri were not resolved.